Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the front end curved assembly fractured. The fracture site and type is consistent with juggerstitch mensical repair device curved needle insert fracture in which bending overload type of failure was identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the needle of juggerstitch was fractured during surgery. The surgeon used another product to complete the surgery. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.